Event description:
This complaint was reported by a customer from belgium. Leakage issue.

Event description:
This complaint was reported by a customer from belgium. Leakage issue.

Event description:
This complaint was reported by a customer from belgium. Leakage issue.